Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was done for the cardiac resynchronization therapy pacemaker (crt-p) because the patient was dissatisfied with the abdominal placement. During the revision, it was decided to explant and replace the crt-p. No further patient complications have been reported as a result of this event.